Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report that the screw of the injector was too tight, causing significant obstruction during iol injection. A visual inspection of the iol (intraocular lens) handpiece injector was performed and was found to be non-conforming with a bent plunger that made contact with the inner wall of the barrel, resulting in resistance during advancement. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement and plunger movement check was performed. The handpiece was found to be conforming, with proper threading and a freely spinning knob observed. The handpiece was found to be nonconforming for plunger movement as friction was noted during plunger movement. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger, which could result in resistance during advancement. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately two years. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that before an intraocular lens (iol) implant procedure, screw of the injector was too tight, which caused significant obstruction when injecting the iol. The second injector that was replaced had issue that screw of the injector was too tight.there was no patient harm. The procedure was completed with another injector.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.